Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified that the alignment pin has fractured on the oxford knee I/m rod link. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional and/or corrected information. The product was returned, and a visual inspection shows the item and lot numbers match the complaint. Both of the returned devices showed wear and damage from use. Fracture analysis was performed on the returned devices, which reported that optical images of the device fracture surface show artefacts such as river lines and a bending hinge, suggesting a bending overload mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Upon receipt of the item lot numbers, review of the complaint histories identified no additional similar complaints for the reported part and lot combinations. With the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products : intramedullary rod removal hook with t-handle item# 32-401111, lot# unknown. Report source: foreign : germany. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00039. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental 3500a will be submitted.

Event description:
It was reported that: the hook for removing the im rod broke off during the operation, nothing remained in the patient. No consequences or impact to the patient. At the same time, a tip of the connecting piece broke off during the operation. Nothing remained in the patient and could be removed from the im. Due diligence is in progress for this complaint; to date no additional information or product has been received.